Manufacturer narrative:
(B)(4).

Event description:
It was reported that "hole in hub of needle included in kit". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "critical". The patient's current condition is unrelated to the device.

Manufacturer narrative:
(B)(4). The customer report of needle hub cracked was confirmed through evaluation of the returned sample. Visual and microscopic inspection of the needle hub identified a crack located at the injection molding gate location. The location and appearance of the cracking is consistent with failures related to the manufacturing/assembly process. Based on the customer report, evaluation of the returned sample, and input from manufacturing, the most likely root cause of this complaint is manufacturing-related. The observed failure mode is consistent with the failure mode currently under investigation within the teleflex quality system. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "hole in hub of needle included in kit". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "critical". The patient's current condition is unrelated to the device.